Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose level at time of the call was 108mg/dl. The customer stated that she was vomiting and had nausea the day before the event. Troubleshooting was performed. The fixed prime test passed and the high pressure test was not completed because a hemostat clamp was not available. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.